Event description:
On (B)(6) 2011, therakos rec'd a report of a blood pump alarm at the last cycle. Customer saw blood underneath the analyzer and realized that there was a leak in the tubing of the photoactivation chamber. Pt was feeling fine.

Manufacturer narrative:
Batch record review of xts kit lot y768 showed the lot met qa release criteria. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).